Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy with banding procedure performed in the distal esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy, while inside of the patient. Another speedband superview super 7 device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.